Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a pocket closure procedure, the device¿s thread broke after a few bites and the needle detached from the suture. The beginning of the suture stayed in the patient. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a pocket closure procedure, the device¿s thread broke after a few bites and the needle detached from the suture so the surgeon was not able to continue. The beginning of the suture stayed in the patient. A new suture was used in order to complete the case. There was no patient injury.